Manufacturer narrative:
Technician found that the rocker arm was broken causing the foot end brakes not to engage. The technician installed a new rocker arm on the foot end of the bed and the brakes functioned properly. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes were not holding at the foot end of the bed. No patient impact.